Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4), per variance 5.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed no delivery. Customer stated she has been trying to resolve the issue for 2 hours. She used 5 different infusion sets and reservoirs. Blood glucose value is 435 mg/dl; treated with insulin injection. Customer performed a 5.0 unit fixed prime; insulin did exit and insulin pump alarmed no delivery. Customer was advised to remove the reservoir, disconnect and reconnect the reservoir and infusion set and push insulin through the tubing with the plunger; insulin exits the tubing. No alarm occurred while filling the tubing, when filling the cannula, she received another alarm. Alarm history could not be checked due to no delivery during fill. The insulin pump forces rewind. Another fill tubing and cannula and device alarmed again at cannula fill. Alarm was triggered without anything in the reservoir compartment. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No unexpected no delivery alarms were noted. The insulin pump was received with a cracked case at a display window corner, minor scratches on the display window and a missing end cap sticker.